Event description:
Boston scientific received information that this implantable lead was cut in half during device upgrade. The physician explained that the event occurred while extracting the pacemaker. This lead was explanted and another lead was implanted successfully. Additional information received which indicated that this lead will not be returned as the facility will do the analysis. The lead is no longer in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the lead was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead confirmed the allegation of lead fracture. This implantable lead was received in two segments in which it was cut approximately 15 centimeters from the terminal pin. No further tests were performed. Laboratory testing confirmed that the damaged was likely induced in the field.